Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. The instrument did not have any damaged cables. The instrument passed the recognition, engagement tests, and cut test. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was not working from the start after docking. When operating the console, the mcs instrument mouth does not close. It closes when done by hand, but there was resistance. There were no visible issues. A backup instrument of the same kind was used to complete the procedure with no patient harm.